Event description:
It was reported that this ambicor penile prosthesis (app) presented a portion of one of the cylinders herniated. A surgical procedure was performed, during which the app was removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.